Event description:
It was reported that a patient developed an unspecified infection after the duodeno videoscope was used on them. Additional information was requested but no further information was received at this time.

Event description:
This report is being supplemented to provide correction to for information inadvertently left out from the initial MDR. It was reported that the patient was readmitted with infection and exhibited tachycardia, hypothermia, and a rigid/swollen abdomen. Blood culture was positive for s. Marcescens and e. Faecalis. The patient was treated with zosyn. The patient is stable and has been discharged to home.